Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post an unrelated surgery the patient experienced a heart rate lower than that of the programmed lower rate of the implantable pulse generator (ipg). It was also reported that the ipg is potentially "failing". The ipg remains in use. No patient complications have been reported as a result of this event.